Event description:
A non healthcare professional reported system provided one diopter off reading from the actual calculations in the unknown eye of the patient during refractive surgery. Surgeon used the system for preoperative measurements. There was no unexpected outcome related to the system readings.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. Corrected information provided in d.4. Product information detail has been updated. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to replicate the reported issue. The aberrometer was replaced and returned for testing on this investigation. The system was tested and found to meet product specifications. The device was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned device was successfully installed to a hotbed. Sample testing through final test procedure confirmed a misalignment on both the fringe and focus cameras. Calibration verification found the artificial eye (ae) plus fifteen diopter and artificial eye (ae) plus ten diopter measurements were out of specification. The root cause of the reported event is attributed to a nonconforming aberrometer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non healthcare professional reported system provided one diopter off reading from the actual calculations in the unknown eye of the patient during refractive surgery.